Manufacturer narrative:
The device was not returned. The customer corrected the heat sink assembly inside light source and reinstalled assembly into light source, and the main lamp illuminated with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source's main lamp would not energize.light source, it is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.